Manufacturer narrative:
Block b3: exact date unknown, event occurred on the implant date. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: 7072815, model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that all components were explanted due to inadequate stimulation. No further information has been obtained despite good faith efforts.